Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed fluid under the lcd screen on the insulin pump. Customer also noticed that the reservoir was leaking. Customer's blood glucose level was 51 mg/dl. Customer stated that the reservoir was used and it was leaking where the plunger attaches to it. Customer did not find any splits or cracks in the barrel. Customer would like to return the reservoir for analysis. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.